Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. Upon the first deployment attempt, an infold of the valve was noted at a target implant depth of 1 millimeter (mm). Subsequently, the valve was recaptured, and the system was withdrawn from the patient. A new valve was then loaded into a new delivery catheter system (dcs). Upon insertion of the second dcs into the patient, it was observed that the guidewire would not go through the dcs. Subsequently, a new valve and dcs were opened and used to complete the procedure. It was observed that a 20 minute procedural delay occurred as a result.

Manufacturer narrative:
Continuation of d10: product ID: unknown guidewire; lot #: unknown; ubd: unknown; implant date: non-implantable, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that a misload was identified via fluoroscopy due to crown overlap to node 4.5. A new valve and delivery catheter system (dcs) were used for implant.